Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that the cause of no battery function was age. They were told they were in the 6th year of the 3-5 year battery. Patient mentioned their implant surgery was in (B)(6) 2012 and they never felt the vibration in their vagina area however it was in this right side. Patient was told that that was ok, and was acceptable over the 4 years patient lived in (B)(6). The setting was changed a few times and patient had always felt it in the same place. The stimulation kept patient infection free. On (B)(6) 2016 patient moved to (B)(6). Patient mentioned that their voiding became more difficult but there was no infection. Patient recalls waking up to pain and burning. They waited 2 days before going to their healthcare professional. They were on 4 different antibiotics. They had repeated office vists, continued pain, burning, and infections. In april 2017 patient had their first infection which was all year. Patient made a return to their hcp office in which a catheter was suggested 3 times a day. After several weeks, the pain and burning disappeared. Patient was only cathing when they felt it was not voiding much. Patient made a return back to the hcp office because they did not want to cath for the rest of their life. An xray was done and determined the wire was no longer on the nerve. It was also determined that the battery was dead. Patient thinks it was dead for a year. Patient has now been given a replacement date of (B)(6) 2018 of the battery and wire. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that there was no activity changes that led to the incident of cystitis attack and burning. Patient stated they woke up and had the pain, burring and inability to void. Patient had gone to the walk in clinic being it was a saturday and was given macrobid 100mg. 3 days later, the problem seemed to clear up however voiding continued to be difficult all year. Also there were no activity changes or weight changes when they had another incident of cystitis with pain and discomfort. They went to their primary care physician and was given bactrim twice which was still not normal. They were then given cipro and still had problems so they made an appointment with the urology on (B)(6) 2018. It was noted that there was blood in their urine and given nitrofurantoin. The issue didn't get better so they had a return visit. That was when they were suggested to cath 3 times a day to empty bladder. An x-ray was done on (B)(6) 2018 and showed wire was no longer on the nerve. Again, patient reported they were scheduled to see a rep however when they got to the appointment the rep had left already. Patient had called for another appointment and saw a rep on (B)(6) 2018 who determined that there was no battery function. Patient did mention it was sometime this year when they realized they no longer felt the vibration. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va03y4l, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient wanting to give update. They continued to report having taken 5 antibiotics and having difficulty to void as well as urine being cloudy. They also indicated having an x-ray done two weeks ago. They then had an appointment last week and was told the wire had moved and was no longer on the nerve. Patient was supposed to be able to meet with the manufacturer representative (rep) that same day however they were told that they wouldn't be able to see the rep until (B)(6). Patient later reported that the whole system was scheduled to be replaced. Patient advised to follow up with their healthcare professional (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had cystitis and burning in (B)(6) 2017 and was given antibiotic which cleared it up. Again on (B)(6) 2018 patient had cystitis with a lot of pain and discomfort and was given two different antibiotics however they did not clear up. Patient had gone to a urologist and found that there was blood in patient's urine and patient was having difficulty voiding. This past thursday, it was suggested that patient cath themselves three times a day. Patient wanted to know the signs of the battery having died. They stated they thought they could still feel stimulation. So during the call, patient checked their device and showed that they were on program 1 at 3.6 v and stim was on. Patient was advised they could increase stimulation and give it a couple of days to see if they got relief. Patient was also advised to speak with healthcare professional regarding symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient did not feel stimulation and had a bladder infection in (B)(6) and (B)(6) of last year. The patient stated that their health care professional (hcp) gave her antibiotics and in 2 days the infection cleared up. The patient noted that she told the hcp that she had the ins for 5 and he passed it off. The patient mentioned that the battery died due to normal battery depletion but the system was also replaced because x-rays were taken that indicated that the wire had moved and was no longer completely on the nerve. The patient confirmed that she did not fall or gain any weight. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Upon further review of initial report, it was noted that patient stated that they had a previous c-diff and wondered if they had one again because it seemed to be getting cloudy again. This was when they had difficulty voiding and had to cath. There were no falls or trauma. More information was received, patient reported they did not know what the circumstances that led to the issues were. Weight had been between (B)(6) and (B)(6). They just noted that after having the cystitis in (B)(6) 2017, they started having more difficulty voiding. The battery was also 5 years old and it was suggested it be checked. Patient is scheduled for their replacement on (B)(6) 2018 at 9:30. Patient stated they would have device and x-rays sent in to medtronic. No further complications were reported.